Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. Upon sensor pod removal, the patient¿s parent stated that the sensor wire detached from the sensor pod and remained in the patient's skin. On (B)(6) 2022, the parent took the patient to the emergency room and an x-ray was performed which confirmed the detached sensor wire remained embedded in the skin. A small surgical incision was performed with local anesthesia to remove the retained sensor wire and the incision was closed with stitches. The patient was discharged from the emergency room (ER) with a prescription antibiotic (cephalexin 500 mg tablets twice per day for one week). At the time of the call, the patient was at home and recovering well. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).